Event description:
It was reported that the insulin alarmed motor error multiple times during the last month. The insulin pump also alarmed during the prime process. The blood glucose reading is 183 mg/dl. Customer stated that he pushed in the drive support cap. Advised customer not to push in the drive support cap. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.